Event description:
Medtronic received information that one and a half months following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severe paravalvular leak (pvl) between the left coronary cusp and the skirt. It was reported that the pvl was due to the implant of the valve being deep on the left coronary cusp. Two months post implant, a second transcatheter bioprosthetic valve was implanted valve in valve, 4 mm below the first valve which resolved the paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: the previously reported information stated two months post implant a second transcatheter valve was implanted, valve in valve, 4 mm below the first valve. This was corrected to two months post implant a second transcatheter valve was implanted 4 mm below the native annulus. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. In this case, it was reported that the pvl was due to suboptimal positioning, as the implant of the valve was too deep on the left coronary cusp side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.